Event description:
Per the clinic, the patient experienced tenderness and swelling around the implant site and was prescribed with antibiotics (specific date, duration and type not reported). The implanted device remains.